Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip "ml" markings on the scale is missing. It is unclear when the events took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the bd syringe luer-lok¿ tip "ml" markings on the scale is missing. It is unclear when the events took place. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
H.6. Investigation summary: sample evaluation: one open 10ml packaged syringe was received and confirmed to be from batch #8054962 (p/n 302995). The sample was visually evaluated. The syringe was found to have missing print. The only print on the syringe was the 'ml'. The missing print observed is a rejectable condition per product specification. DHR review for batch # 8054962 (p/n 302995) manufacturing dates: 03/01/2018 to 03/03/2018. Batch quantity was (B)(4). Printing records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8054962 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the defect, as noted by the end user, can be verified. Root cause could not be determined.

Event description:
It was reported that the bd syringe luer-lok¿ tip "ml" markings on the scale is missing. It is unclear when the events took place. No reports of serious injury or medical intervention noted.